Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
The patient underwent knee replacement surgery on (B)(6) 2017 and was implanted with a 3x8mm polyethylene partial knee resurfacing system implant. The patient was revised on (B)(6) 2017.